Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower scan result on the adc device compared to an unspecified reading obtained on the built-in precision meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced unspecified symptoms and was unable to self-treat. As a result, the customer had contact with a healthcare professional (hcp) who obtained an unspecified blood glucose test and provided antibiotics for treatment. There was no report of death or permanent impairment associated with this event.